Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures of the product provided; visual and dimensional evaluations could not be performed. Provided photos of the sticker sheets from the hospital confirm the reported part and lot numbers. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while implanting the juggerstitch, the needle of the product fractured. The fractured piece was removed from the patient with no harm reported.

Manufacturer narrative:
(B)(4). Multiple lot combinations were reported as the possible product that malfunctioned: item#: 110024773, juggerstitch curved implant; lot#: 66110968. Manufacture date: 6/19/2024. Expiration date: 6/19/2028. UDI: (B)(4). Item#: 110024773, juggerstitch curved implant; lot#: 66110968. Manufacture date: 6/19/2024. Expiration date: 6/19/2028. UDI: (B)(4). Item#: 110024773, juggerstitch curved implant; lot#: 67063241. Manufacture date: 12/4/2024. Expiration date: 12/4/2029. UDI: (B)(4). Item#: 110024773, juggerstitch curved implant; lot#: 67063241. Manufacture date: 12/4/2024. Expiration date: 12/4/2029. UDI: (B)(4). Item#: 110024773, juggerstitch curved implant; lot#: 66111019. Manufacture date: 6/14/2024. Expiration date: 6/14/2028. UDI: (B)(4). Item#: 110024773, juggerstitch curved implant; lot#: 66111004. Manufacture date: 6/14/2023. Expiration date: 6/14/2028. UDI: (B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. G2: foreign: spain. Once the investigation has been completed, a follow-up MDR will be submitted.